Event description:
Needle broke off in pt. Pt was being prepped for an epidural for labor. The needle broken during insertion and a piece remained within the pt. Exploratory surgery was performed to remove the piece. The entire piece was retrieved from the pt. To date, pt is ok.